Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, device error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify device alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose value was 106 mg/dl. Customer states that they were able to clear the alarm. Customer was not able to complete rewind. Customer states that the bottom button did not work. The customer was assisted with troubleshooting. Insulin pump will be returned for analysis.